Event description:
It was reported that, during a navio preventive maintenance, it was found that the handpiece had a broken leadscrew nut. No patient was involved.

Manufacturer narrative:
The navio, handpiece, part number 110137 sn:(B)(6) intended for treatment was returned for evaluation. The reported problem was visually confirmed. The leadscrew nut is broken. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snap lock nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. As a part of corrective action, a more robust design of the snap lock has been released.